Event description:
It was reported the balloon dialator could not be deflated and became stuck inside the scope channel. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. Correction to b5 for information inadvertently left out of previous report. The device was discarded by the customer. Based on the results of the investigation, and since the device was not returned for evaluation, the device evaluation could not be performed. The definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Correction to b5: the issue occurred during an unspecified therapeutic procedure.